Event description:
The reporter stated that the surgeon was inserting a 20.0 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off. The lens was cut to be removed. No incision enlargement or suture required. The cartridge used is not recommended for this type of lens.

Manufacturer narrative:
Evaluation results (other) - a visual inspection of the returned product shows the cartridge has a haptic in it and there is no visible damage to the cartridge. There is clear surgical residue on the cartridge. The lens was also received and visual inspection shows it has a haptic torn off and is missing, and the haptic was torn off and is missing, and the optic is torn. There is clear and reddish surgical residue on the lens. It should be noted that the injector was not received for evaluation.